Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during virginal cuff closure in a total laparoscopic hysterectomy procedure on (B)(6) 2017, the needle came off the handle while trying to suture the vaginal cuff. They opened another handle to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Needle was improperly loaded in device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of an improperly loaded needle may occur if either the endo stitch dlu has incorrect orientation or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In some instances the needle becomes lodged in between the jaw and the slot of the blade of the suturing device making it impossible to unload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.